Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6a - implant date: implant date does not apply because the lens was removed during the same procedure. Section d6b - explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Section e1 - telephone number:(B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that trailing haptic had been torn when the intraocular lens (iol) had been implanted. Additional information was received and it was learnt that the surgeon felt resistance when operating the plunger but did not feel any difference from usual, so the implant was left as it was. As a result, when the lens opened in the eye, the trailing haptic was caught by the plunger rod, and the haptic was detached from the optical part. The lens was cut and removed in the same procedure, and the surgery was completed with a backup lens. There was no patient injury and no additional information was received.